Event description:
A protusio liner and head was utilized in 11/1997 during an early attempt to rectify the pt's dislocation problem. The dislocations allegedly continued and another surgeon replaced the sous head/liner with a competitor's constrained head/liner.